Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge, and subsequently stopped insulin delivery. The customer unplugged the pump from a power source and the pump resumed insulin delivery. There was no reported adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.